Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery the surgeon wanted to change a trajectory by clicking on the dedicated tool from the toolbox but was not able to drag the entry point twice. The field service engineer exited and re-opened the patient folder both times and the modifier worked as intended.

Manufacturer narrative:
Following the investigation no failure was detected. The root cause for the issue cannot be determined.